Manufacturer narrative:
The other relevant components include: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure had occurred. No event date was specified. The indication for pump use was non-malignant pain. The patient experienced pain, withdrawal and had been hospitalized on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter, UDI# (B)(4); product ID: neu_unknown_cath, serial# unknown, product type: catheter, UDI# (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump examination on (B)(6) 2018 indicated the patient was receiving morphine 25mg/ml for a total dose of 21.043, clonidine 50 mcg/ml for a total dose of 42.086, and bupivacaine 3.0mg/ml for a total dose of 2.5252mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter; product ID: neu_unknown_cath, serial# unknown, product type: catheter. Please see corrected doses. Pump examination on (B)(6) 2018 indicated the patient was receiving morphine 25mg/ml for a total dose of 21.043mg/day, clonidine 50 mcg/ml for a total dose of 42.086mcg/day, and bupivacaine 3.0mg/ml for a total dose of 2.5252mg/day. Analysis is not being performed at this time due to the legal status of the event. A follow-up report will be submitted if analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient had a personal injury as a result of a defective medtronic synchromed ii system's failure to deliver medications as prescribed. It was noted the pump was either explanted or replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.